Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family called in to indicate the device "battery keeps dropping" and the blood pressure was also dropping. The family member wanted to order another device. It was explained to the patient's family member that they would need to work with a physician to get a replacement product ordered and implanted. The device remains in use. No further patient complications have been reported as a result of this event.